Manufacturer narrative:
Patient¿s height is reported as 183 cms. Patient¿s identifier is unknown. This report is for one (1) unknown plate. Part and lot numbers are unknown; UDI number is unknown. Explanted date: not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient had initial surgery performed on (B)(6) 2013. At the patient's request the planned hardware removal surgery was performed on (B)(6) 2018. During the hardware removal procedure, it was difficult to remove the femoral plate because the screws had been combined/merged with the plate creating a locking effect. The screws were locked inside the plate. Surgeon could not remove the implants. It was reported that there was major femoral bone defect due to the fact that the surgeon had to remove more bone than planned. The surgery was prolonged for about thirty (30) minutes. Surgeon used tungsten bit during the procedure. Patient consequences reported as longer hospitalization, educational and sports consequences, unexpected orthosis. This report is for one (1) unknown plate. This is report 1 of 2 for complaint (B)(4).